Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to less than or equal to 24 fr and the tevar procedure was completed. Reportedly post procedure, the threads [sutures] of both prostyle devices were pulled very hard and the physician suspected that the threads had been torn out of the vessel. A third prostyle device was used; however, the thread was also pulled out of the vessel. A cutdown was performed and revealed that the wall of the vessel was torn, the threads were intact and were then removed during the cutdown. Hemostasis was achieved via cutdown. The patient was never endangered and always stable. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Reportedly, the physician used excessive force to pull the suture. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: avoid quick or jerky type movements with the suture limbs. While maintaining tension on the rail suture limb, keeping the rail suture limb securely wrapped around the left forefinger, place the left thumb on the top of the perclose snared knot pusher / suture trimmer to assume a single handed position. Complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU),el2129186, revision a, section 10.0 as a potential adverse event associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.